Manufacturer narrative:
As reported, the patient underwent a procedure in 2012 and was implanted with a 3dmax mesh. Post implant it is alleged that the patient experienced complications such as allergic reaction, swelling and rashes, which have decreased in time. A mesh sample has been provided for reactivity testing. We have not received confirmation of the date for the reactivity testing. At this time, no conclusion can be made. If/when reactivity test results are provided, a supplemental MDR will be submitted. The adverse reactions section of the instructions-for-use supplied with the device list allergic reaction as a possible complication. Review of manufacturing records confirms the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, on (B)(6) 2012 the patient underwent a procedure with the implant of 3dmax mesh. As alleged post implant the patient experienced adverse reactions which included (all on the same side as the mesh) swelling under the same side eye, dental caries, chronic hip pain and at site but the more troubling issues involve rashes oversight and down leg to foot, necrotic veins on the thigh and varicose veins in the popliteal fossa. Reportedly, the symptoms " have decreased in quantity of expression over time but appear to be related to a possible allergic reaction or chemical intolerance to the mesh product." As reported, "removal of the mesh is problematic, and few want to do it so rationale in the form of allergy or intolerance seems reasonable." Patient is currently seeing an immunologist to assess his reported symptoms and possibly test for an allergy to the mesh material. It was also reported that there is no further medical intervention at this time.